Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer cleared the alarm and successfully resumed insulin deliveries by reloaded the cartridge onto the pump. Blood louse level was 392 mg/dl.